Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found no anomalies except for damages, consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that when the patient was seen in the clinic, loss of capture was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.